Event description:
A medtronic representative reported a surgeon stating screws at the thoracolumbar junction had to be revised intra-operatively in a patient from a previous procedure. The surgeon was questioning the accuracy of the o-arm 1000 imaging system used in the procedure that was performed prior to this report. The surgeon did not provide a specific date of the surgery, or any further details regarding the spine procedure. The procedure was completed using the o-arm 1000 imaging system and the stealthstation navigation system there was no inaccuracy or harm to the patient reported at that time.

Manufacturer narrative:
Patient information was unavailable from the surgeon reporting this event. Actual date of event was not provided by the surgeon. (B)(6) 2014, is the date the manufacturer was made aware of the event and used an approximated event date. At the time this event was first reported to the medtronic representative, on (B)(6) 2014, the medtronic representative performed an accuracy check of the o-arm 1000 imaging system and identified the right side tracker was out of calibration; the left side tracker was within specifications. On (B)(6) 2014, a medtronic representative performed a geometry calibration on left and right side o-arm trackers. Calibration verification performed. Accuracy within limits. Issue resolved by recalibrating the o-arm trackers. System is now fully functional. No parts have been returned to manufacturer for further analysis as repair was completed in the field.